Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under three separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2016-00129), freedom ac power supply s/n (B)(4) (MFR report # 3003761017-2016-00130), and 70cc tah-t cannula s/n (B)(4) (MFR report # 3003761017-2016-00131). On (B)(6) 2016, the customer reported that the freedom driver s/n (B)(4) exhibited a fault alarm while supporting a patient. The customer also reported that the patient was sedentary and had 2 fully charged onboard batteries in the driver during the reported event. The customer also reported that the patient was subsequently switched to the backup freedom driver. The customer also reported that there was a significant amount of air leaking out of the 70cc temporary total artificial heart (tah-t) red cannula s/n (B)(4). The customer also reported that the tear "was circular, about half of the cannula and it was about 0.5cm above the white connector." The customer also reported that the 70cc tah-t cannulae were discolored and stiff. The customer also reported that the patient applied rescue tape at home to prevent cardiac output (co) loss and another fault alarm. The customer also reported that the 70cc tah-t cannula was successfully repaired by the hospital staff when the patient was taken to the hospital. There was no reported adverse patient impact as a result of the cannula tear and subsequent repair. The customer also reported that upon the patient's arrival to the hospital, it was noted that the freedom ac power supply s/n (B)(4) is starting to fray. The patient was provided with a replacement ac power supply. The freedom ac power supply s/n (B)(4) was returned to syncardia for evaluation. Visual inspection of the returned ac power supply revealed a damaged housing, a cracked connector cover, and a broken strain relief on the power cable. Because of the damaged housing, a cracked connector cover, and a broken strain relief on the power cable, freedom ac power supply s/n (B)(4) was taken out of service. This failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver continued to function as intended. The freedom driver has a redundant power source of onboard batteries. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed is evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under three separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2016-00129), freedom ac power supply s/n (B)(4) (MFR report # 3003761017-2016-00130), and 70cc tah-t cannula s/n (B)(4) (MFR report # 3003761017-2016-00131). On (B)(6) 2016, the customer reported that the freedom driver s/n (B)(4) exhibited a fault alarm while supporting a patient. The customer also reported that the patient was sedentary and had 2 fully charged onboard batteries in the driver during the reported event. The customer also reported that the patient was subsequently switched to the backup freedom driver. The customer also reported that there was a significant amount of air leaking out of the 70cc temporary total artificial heart (tah-t) red cannula s/n (B)(4). The customer also reported that the tear "was circular, about half of the cannula and it was about 0.5cm above the white connector." The customer also reported that the 70cc tah-t cannulae were discolored and stiff. The customer also reported that the patient applied rescue tape at home to prevent cardiac output (co) loss and another fault alarm. The customer also reported that the 70cc tah-t cannula was successfully repaired by the hospital staff when the patient was taken to the hospital. There was no reported adverse patient impact as a result of the cannula tear and subsequent repair. The customer also reported that upon the patient's arrival to the hospital, it was noted that the freedom ac power supply cord s/n (B)(4) is starting to fray. The patient was provided with a replacement ac power supply. The freedom ac power supply s/n (B)(4) will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.